Manufacturer narrative:
(B)(4).

Event description:
This is the second complaint involving this pt, see MDR 1036844-2014-00014 for the first. It was reported that in the operating room when inserting the sheath and dilator into the pt's internal jugular vein, the user again met with strong resistance. As a result, both sheath and dilator were removed and it was then the tip of this dilator was found damaged as well. A third kit, this time a non-teleflex kit, was opened and used without issue to successfully complete the procedure. There was no reported delay, heath, or complications to the pt as a result of this occurrence.